Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) display was blank. There was no patient involvement.

Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).